Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that ventilation mode not working. There was no patient involvement, and no patient adverse event reported.